Event description:
Complainant alleged that during a routine shift check by a clinician the device's key will not turn to switch to manual mode. Complainant indicated that there was no pt involvement in the reported malfunction.